Event description:
It was reported that during a breast biopsy after taking 1 sample they were not getting any more tissue samples. They switched to the core needle and finished the case. Probe was discarded. No patient data available.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation.